Event description:
It was reported that before procedure, it was found that the parabolic acetabular reamer dome sz 54mm had cracked.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirms the cutting block has a crack in the metal. The device shows signs of significant use/wear. The device was manufactured in 2015. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.